Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer¿s blood glucose (bg) level was 358-452mg/dl, with large ketones identified by healthcare provide as dangerous. Customer went to the emergency room (ER). Reportedly, no drops of insulin were observed exiting from the end of the cartridge patient line. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Reportedly, customer reverted to manual injections for insulin therapy.